Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that she wasn't receiving insulin from the device. Customer's blood glucose was unknown. Customer mentioned the device was beeping but there was no message. Customer was treating with insulin injection. Call went silent. No troubleshooting was done. Customer will not be returning the device for analysis.